Manufacturer narrative:
Lot review: a two year review showed no similar anomalies found. Suspect lots review: a review of lot# 3157125 showed that (B)(4) units were manufactured, tested, inspected and released in december of 2015 citing no anomalies. A review of lot# 3166345 showed that (B)(4) units were manufactured, tested, inspected and released in january of 2016 citing no anomalies. A review of lot# 3188661 showed that (B)(4) units were manufactured, tested, inspected and released in february of 2016 citing no anomalies. A review of lot# 3274779 showed that (B)(4) units were manufactured, tested, inspected and released in june of 2016 citing no anomalies. A review of lot# 3278800 showed that (B)(4) units were manufactured, tested, inspected and released in june of 2016 citing no anomalies.

Event description:
Complaint received regarding eight 42582-05, transpac IV disposable transducer, suspect lot#s 3157125 (mfd. 12/15). 3166345 (mfd. 01/16), 3188661 (mfd. 02/16), 3274779 (mfd. 06/16) and 327880 (mfd. 06/16). Transducer readings fluctuated to a great degree, from no reading at all, to near 0 (normal), to -244. No adverse patient consequences reported.

Manufacturer narrative:
Suspect lots review: a review of lot# 3157125 showed that (B)(4) units were manufactured, tested, inspected and released in december of 2015 citing no anomalies. A review of lot# 3166345 showed that (B)(4) units were manufactured, tested, inspected and released in january of 2016 citing no anomalies. A review of lot# 3188661 showed that (B)(4) units were manufactured, tested, inspected and released in february of 2016 citing no anomalies. A review of lot# 3274779 showed that (B)(4) units were manufactured, tested, inspected and released in june of 2016 citing no anomalies. A review of lot# 3278800 showed that (B)(4) units were manufactured, tested, inspected and released in june of 2016 citing no anomalies. Device return: 8/17/2016 - received one used 42582-05, transpac IV disposable transducer lot# unknown. The transducer was flushed. Functional testing: the transpac passed transpac functional testing and meet specification. No defect was found. Final summary: the reported complaint of transducer readings fluctuated could not be confirmed. Transpac met specification.

Event description:
Complaint received regarding eight 42582-05, transpac IV disposable transducer, suspect lot#s 3157125 (mfd. 12/15). 3166345 (mfd. 01/16), 3188661 (mfd. 02/16), 3274779 (mfd. 06/16) and 327880 (mfd. 06/16). Transducer readings fluctuated to a great degree, from no reading at all, to near 0 (normal), to -244. No adverse patient consequences reported.